Manufacturer narrative:
An event of structural valve deterioration was reported. The results of the investigation are inconclusive since the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2011, a 21mm trifecta valve was implanted. On (B)(6) 2019, a valve-in-valve tavr procedure was performed due to structural valve deterioration (unknown). (Clinical site patient ID: (B)(6)).

Event description:
On (B)(6) 2011, a 21mm trifecta valve was implanted. On (B)(6) 2019, the patient was admitted and had high blood pressure, left bundle branch block, dyspnea, aortic stenosis, increased gradient, and aortic insufficiency. On (B)(6) 2019, a pre-transcatheter aortic valve implantation (tavi ) check up indicated that there was a intra-prosthetic aortic leak. On (B)(6) 2019, a valve-in-valve transcatheter aortic valve replacement procedure was performed with an evolut r 23. (Clinical site patient ID: (B)(6))

Manufacturer narrative:
Additional information: b5, g4, g7, and h10. Correction information: h6.

Event description:
On (B)(6) 2011, a 21mm trifecta valve was implanted. On (B)(6) 2019, a valve-in-valve tavr procedure was performed due to structural valve deterioration. (Clinical site patient ID: (B)(6).